Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise and atrial lead position check failure. The right ventricular (rv) lead displayed bipolar impedance warning. The ra lead was explanted and replaced, the rv lead remains in use. No patient complications have been reported as a result of this event.